Event description:
Patient contacted dexcom technical support on (B)(6) 2015, reporting inaccurate blood glucose (bg) reading between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. The patient was taking acetaminophen. There was no reported injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient had taken medication(s) that contain acetaminophen. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: taking medications with acetaminophen (such as tylenol®) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person. However, a root cause for the reported inaccuracy cannot be determined.